Manufacturer narrative:
As neither a lot number nor a sample was available for this incident, a complete investigation could not be confirmed. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
Material # 305916 & batch # unknown. It was reported that the bd safetyglide had a syringe needle connectivity issue. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Date of incident (yyyy-mm-dd): 2025-03-03. Incident details: while administering the dtap-ipv-hib-hb intramuscular vaccine, the syringe disconnected from the hub of the 25g x 1 safety glide needle. An unknown amount of liquid leaked out during administration. The writer explained to the client's family regarding the situation and what the recommendations were as per the ipsm. ¿the entire dose should be repeated immediately, if possible". Parents agreeable to same and dose was re-administered successfully using the bd eclipse combo needle. Device information: device name/description: needle hypodermic safety 25ga x 1 in. Manufacturer: manufacturer code/model: 305916. Serial or lot number: unknown. Supplier: supplier catalogue number: 308-305916. Was the device retained? No. No serious harm was reported.